Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer would check for air bubbles and prime the tubing as needed and connect his tubing back to cartridge and resumed insulin t resolve the issue.